Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event where the patient forgot to remove needle guard from the cannula on (B)(6) 2025 resulting in pain at infusion site. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the reference samples for the lot 6006635 have already been previously tested in the complaint (B)(4) on 13/apr/2025. The reference samples were visual inspected. All test results were within specifications as per the test report. Device history record (DHR) review the lot 6006635 was manufactured according to the wi version 112 and manufactured in the line 6, on 21/apr/2024, with a total of (B)(4) units. Trending: a query was run in database on 25/mar/2025 against malfunction code insertion without removing needle guard and lot 6006635 and another 1 complaint have been registered in database for the same lot 6006635 and malfunction code. Conclusion summary of the related event. As a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production, another 1 complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.